Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. During the patient's permanent ipg procedure, lead diagnostic testing identified high impedance measurements. In turn, the lead remained implanted and the physician decided to reprogram the patient post-operative. Post-operative programming did not provide resolution and x-rays revealed no anomalies. As a result, the patient underwent an additional surgery on (B)(6) 2015 to explant and replace the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient did not lose stimulation prior to the lead replacement procedure. Additional information received identified the lead that was implanted during the patient's trial procedure exhibited high impedance measurements and was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.